Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a planned non-emergent coronary procedure was being performed to treat two vessels. Thrombolysis and stent placement were completed in one vessel before the procedure was aborted. The remaining vessel was treated successfully 6 days later. The patient¿s condition remained stable during this time, with no deterioration or additional medical intervention required. The system is managed by a third party and was noted to be out of warranty. The only information provided to philips was that the dc power supply (dcps) in the r-cabinet was replaced. No additional information was provided despite multiple attempts. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.